Manufacturer narrative:
Corrected field: d9 the device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use distal cover was lost or detached from the scope. The issue occurred while the patient was under sedation during an therapeutic endoscopic retrograde cholangiopancreatography procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either 04953170403019 or 04953170441271 depending on the lot number used.

Event description:
No additional information from customer.